Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: the reprocessing contents performed at the facility were deviated from the instruction manual. We, therefore, surmised that the subject device was not properly reprocessed. This issue is addressed in the instructions for use (IFU): the ¿olympus enf-v3,enf-vh reprocessing manual¿ describes the reprocessing procedures of enf-v3. Phenomenon (1) can be prevented by following the descriptions. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report. The user facility was informed, that every scope needs to be leak tested, prior to cleaning. The olympus endoscopy support specialist (ess), recommended they order the mu-1 or handheld leak tester. No further details have been provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed, that during a scheduled onsite visit. It was observed, that the user facility staff skipped the leak test step, while cleaning the rhino-laryngo videoscope. No patient infections or injuries reported.